Manufacturer narrative:
Update - (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from pain, lack of mobility, metallosis, and loosening. An unknown device has been added the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2013- pfs and medical records received. Part/lot was provided. Revision operative notes indicated corrosion and a pseudotumor. There was no indication of loosening; therefore, we are updating the unknown device to a stem. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.